Event description:
It was reported that during a routine follow up loss of capture was seen with high pacing thresholds. Further evaluation was performed and it was confirmed that the lead dislodged via fluoroscopy. A revision was performed to replace the lead. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.